Manufacturer narrative:
(B)(6). (B)(4). Device returned and analysis is yet to begin. The conclusion cannot be drawn.

Manufacturer narrative:
Product analysis:visual and optical examination of the bone screw head displays witness marks consistent with bone screw back-out. Major, head and neck diameter found to conforming to print specification. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an anterior cervical fusion using a plate at c4 to c6 without any significant problems. It was reported that on an unknown date in (B)(6) 2015, imaging examination showed findings of screw¿s slight back-out, for which the patient was placed under observation. On (B)(6) 2015, x-ray confirmed screw back-out. The revision surgery was scheduled for (B)(6) 2015 to replace the plate as sufficient fusion has not been achieved yet in this patient. It was reported that the physicians in this hospital routinely used plates upside down. The physician suggested a possible involvement of inadequate c6 screw angle. He also mentioned that the screw itself did not grip the bone sufficiently. Despite further inquiries to the sales representative, details of surgical technique such as type of drill guide used at the time of inserting the screw could not be obtained. The screw caused no damage to the patient¿s esophagus. The patient had no particular health damage. The product will be returned to msdj after revision surgery on (B)(6) 2015. X-ray images of the patient have been requested.